Event description:
Identified ge pacs measurement calibration error during review of patient leg length studies. Measurements for total leg length for current exam are 3+ cm less than the exam performed 6 months prior(implying that legs got shorter).